Event description:
Patient reported their dentist has advised them to discontinue the use of the byte aligners. The byte aligners have damaged their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.